Event description:
Same case as manufacturing number 6000093-2005-00253. During a coronary drug eluting stenting treatment procedure, the shafts broke on two separate stents. In 2005 the target lesion was located in the left anterior descending artery. Upon insertion of a taxus express2 3.0 x 12 mm drug eluting stent, the shaft broke. Another of the same device was tried with the same results, the shaft had broken. There were no reported patient complications.